Event description:
A malfunction was reported on the pump, with no notable preceding events. There was no adverse impact to the customer¿s blood glucose level. The malfunction code was resettable, but the customer was at work without supplies, planning to call back for troubleshooting.